Event description:
Information received a smiths medical fluid warming/level 1 hotline low flow systems - hl-90 is over heating. No patient adverse events reported.

Manufacturer narrative:
Other, other text: additional information d4 UDI is unknown. No product information has been provided to date. This MDR was generated under protocol (B)(4), as a result of warning letter cms# (B)(4). No causes or potential causes of the customer's reported problem were found during the review of service and repair records. A product sample was received for evaluation. Visual and functional testing were performed. Wear and tear to drain fitting, enclosure, water tank cover, front cover, and line cord. The technician filled reservoir with water, attached temperature check to hotline, plugged in line cord, and turned on power switch to perform safety/electrical test. The reported issue was confirmed. The root cause of the reported issue was found to be faulty printer circuit board ( pcb). No action taken due to the age and condition of the device. It is deemed beyond economical repair and will be scrapped.